Event description:
The reporter stated that the surgeon was inserting a aq2010v three piece silicone lens into patient's eye and the lens tore. The surgeon removed & replaced the lens with another model lens with no patient injury.

Manufacturer narrative:
H6: evaluation codes: a visual inspection of the returned product shows the lens is torn in half and a haptic is torn off & missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.